Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, there was no capture of the ventricle with the right ventricular (rv) lead when connected to the device. It was noted that the lead was firmly positioned. The device was replaced but the problem persisted. The problem resolved when the lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.